Event description:
It was reported to olympus, that the evis exera ii ultrasound gastrovideoscope forceps elevator did not move up and down. The elevator mechanism was not moving when coiled. The elevator worked when the insertion tube was extended and the coiling of the scope was not tight. During manual reprocessing the scope was coiled the entire time and the elevator needed to be able to move up and down for proper cleaning. The issue was found during inspection for use for a therapeutic endoscopic retrograde cholangiopancreatography and it was completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that instrument channel and biopsy channel were leaking and the plastic distal end had scratches. The bending section rubber glue was cracked and the light guide lens had peeling on the cement. There was a shadow in the echo signal and excessive echo signal was missing. The image was okay after being aerated and switch 4 was not working. The bending section was dry after aeration and the insertion tube had cuts/scratches. The control body and scope connected had to be aerated to dry. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a presumed caused could not provided based on the obtained information a definitive root cause of the event could not be identified. This issue is addressed in the instructions for use (IFU): this was not applicable because the cause of the phenomenon had not been determined as a misuse by the user. Olympus will continue to monitor the field performance of this device.